Event description:
A discordant, falsely low potassium (k) result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low k result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). A siemens headquarter support center (hsc) specialist evaluated the instrument data, which indicated hemolysis interference on the potassium result. Other tests ordered for the patient were not run due to a sample probe clog detected error. Hsc concluded that the cause of the discordant, falsely low k result is due to a sample integrity issue. The instrument is performing according to specifications. No further evaluation of the device is required.